Manufacturer narrative:
Follow-up #1; date of submission: 10/07/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the keypad cover was detached from its base; this device failure indirectly contributed to the reported event. Evaluation revealed that the down arrow keypad button was intermittently responsive; the reported event was duplicated. Evidence of contamination was found under all of the key contacts; this device failure directly caused the reported event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Also, it was reported that the keypad cover was damaged prior to the tactile change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.